Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. The sample was returned to the manufacturer. The lens is cut in two pieces, approximately half, the cut observed could be related to the removal process described on the initial report. Both haptics are bent and one is detached. The reported issue could not be verified. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in complaint history revealed no other investigation request has been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is from (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's left eye had an anterior and small posterior capsular tear, therefore the za9003 intraocular lens (iol) was implanted into the sulcus on (B)(6) 2018. Reportedly, the lens was explanted on (B)(6) 2018 as the iol was dislocated vertically (anterior & posterior) with iris hemorrhage. The replacement lens was a competitor lens. There was no incision enlargement and no vitrectomy was performed. The patient had mild corneal edema with visual acuity of 20/50 one week post-op. No additional information provided.